Event description:
It has been reported to philips that the allura system did not boot up correctly. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon inspection, fse determined that the host pc was defective. The fse replaced the host pc and hdd. After replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.